Event description:
Event description boston scientific received information that one day following the implant procedure, this right ventricular (rv) lead was unable to capture and appropriately sense the myocardium. The physician repositioned the lead the same day without incident. No adverse effects were reported. The physician also commented that he only has problems with guidant brand leads.